Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared. The caller acknowledged and understood the instructions.